Event description:
Pt called lfs in 2003 alleging their meter was reading inaccurately high. They stated that in the morning they tested their blood sugar at 9:00 am and received a reading of 326 mg/dl. They took 4 units of humalog based on that reading. The next time they tested was between 2 and 2:30 pm. They received a reading of 203 mg/dl, however, they were feeling symptoms of nausea and felt as if they were going to go into a seizure. The paramedics were called but they did not have a meter to test their blood sugar with. Pt's spouse gave them a can of soda and food. They stated that they felt better afterwards and did not go to the hospital. They did not receive any treatment from the paramedics. They did not have any supplies to troubleshoot the meter and strips. The meter was replaced. No further info has been reported.